Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The product was not returned, therefore physical and functional tests could not be performed. However, adverse events associated with the use of coil or with the endovascular procedures include, but are not limited to: intracranial hemorrhage, neurological deficits, death are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that 2 week prior procedure, the patient developed cerebral infarction that was treated and the patient was discharged from the hospital with mrs of 2. The day following the discharge, the patient was readmitted with neurological symptoms (national institutes of health stroke scale (nihss) was 10). Magnetic resonance angiography (mra) showed left internal carotid artery (ica) and left middle cerebral artery (mca) occlusion, and diffusion weighted imaging (MRI-dwi) showed high signal in left temporal lobe (aspect 9). Since there was a clinical-dwi mismatch, it was decided to perform thrombectomy. Before thrombectomy, percutaneous transluminal angioplasty (pta) and carotid artery stenting were undertaken since left ica was completely occluded from the origin. Then, thrombectomy with a stent retriever (subject device) was performed on the left mca and tici 2b was achieved. After the procedure, the patient's condition became worse (nihss was 15), and computerized tomography (CT) showed intracerebral hemorrhage (ich) in left frontal lobe, intraventricular hemorrhage in lateral ventricle. The patient's condition became much worse and the patient died 1 week after the procedure.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that 2 week prior procedure, the patient developed cerebral infarction that was treated and the patient was discharged from the hospital with mrs of 2. The day following the discharge, the patient was readmitted with neurological symptoms (national institutes of health stroke scale (nihss) was 10). Magnetic resonance angiography (mra) showed left internal carotid artery (ica) and left middle cerebral artery (mca) occlusion, and diffusion weighted imaging (MRI-dwi) showed high signal in left temporal lobe (aspect 9). Since there was a clinical-dwi mismatch, it was decided to perform thrombectomy. Before thrombectomy, percutaneous transluminal angioplasty (pta) and carotid artery stenting were undertaken since left ica was completely occluded from the origin. Then, thrombectomy with a stent retriever (subject device) was performed on the left mca and tici 2b was achieved. After the procedure, the patient's condition became worse (nihss was 15), and computerized tomography (CT) showed intracerebral hemorrhage (ich) in left frontal lobe, intraventricular hemorrhage in lateral ventricle. The patient's condition became much worse and the patient died 1 week after the procedure.